Event description:
Device 1 of 2 reference MFR report#: 1627487-2014-20283. It was reported the patient experienced loss of stimulation and also experienced a fall. The sjm representative was unable to resolve the issue. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.